Event description:
It was reported that the ins site was sore and had been sore since the revision. It was noted that the right corner of the ins appeared to be "pointing out" and the patient believe that it had moved. It was noted that the patient was scheduled to see a surgeon on (B)(6) 2014. Refer to manufacturer report # 3004209178-2014-01690 regarding revision. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n388950, implanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).